Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
(B)(6). An event regarding pain and loosening involving an accolade stem was reported. The event was not confirmed. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
The doctor was performing a bursectomy, due to the patient complaining of hip pain, after exchanging the poly the doctor pulled on the stem and realized it was loose. He then extracted the stem and reimplanted an accolade 2.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. "A representative image of the trunnion surface is shown in figure 3. A representative image of the femoral head taper is shown in figure 4. Dark adhered debris and surface texture variations were observed within the taper junction region of both devices." The mar concluded that there was "no material or manufacturing defects were observed on the devices examined." A dimensional inspection confirmed that the returned stem conformed to the required profiles as per operation sequence. A review of the DHR also did not indicate any evidence of a dimensional issue medical records received and evaluation: a medical review was performed and concluded: "as such is any elevated corrosion process secondary to the stem loosening and not vice versa. With regard to the cause of the stem loosening we are still in the blind. The current new mar info does not add anything to understand why the stem failed in the first place. So, lack of adequate info remains a handicap to solve this case." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and concluded that there was no material or manufacturing defects were observed on the devices examined. The exact cause of the event however could not be determined based on the information available. Additional information, including progress notes and further x rays are needed to fully investigate the event. If further information becomes available investigation will be re-opened.

Event description:
The doctor was performing a bursectomy, due to the patient complaining of hip pain, after exchanging the poly the doctor pulled on the stem and realized it was loose. He then extracted the stem and reimplanted an accolade 2.

Event description:
The doctor was performing a bursectomy, due to the patient complaining of hip pain, after exchanging the poly the doctor pulled on the stem and realized it was loose. He then extracted the stem and reimplanted an accolade 2.